Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 instrument was analyzed. Visual inspection was performed and the instrument was found to have a torn wrist cover. The tear measured approximately 0.423" in length. No material appears to be missing. . The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf white 60 reload. Additionally, the instrument was found to have 2 firing failures based on log review. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler insulation was cracked. The procedure was completed as planned with no reported injury.